Event description:
Same case as MFR report #2134265-2008-00349. It was reported, by the pt' wife, that following a coronary artery drug eluting stenting treatment procedure, a myocardial infarction and thrombosis occurred. The procedure was emergent due to myocardial infarction. The pt had a 3.0x24mm taxus express2 drug eluting stent (des) and a 3.0x12mm taxus express2 des implanted in an unspecified location. The devices overlap. Approximately 29 months later, the pt had another myocardial infarction. "The doctor informed us that this attack was caused by these taxus stents. Five blood clots formed within the stents. He took all the meds as prescribed and was told he did nothing wrong". Add'l info has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be file.